Event description:
Per tech services, the provider states the end user is driving across country and is getting an e code of 438479. Per tech services, the caller states the unit is still running. Per tech services, the caller states the end user heard a small "kerplunk" noise, but the unit is still running and functional. Per tech services, the caller will call back with a serial number. The caller no longer on the phone to talk to cscs. No other information available. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).